Manufacturer narrative:
The reported meter (B)(4) was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button press and with insertion of retained strip. Control solution testing was performed and all results were within range specification and no errors were observed. The reported test strips have not been returned. An extended investigation has been performed and there was no indication that the product did not meet specification. Dhrs (device history record) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the precision test strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported that a customer was unable to receive blood glucose readings on their adc meter, due to error code. The customer was tired and experiencing "typical hypoglycemic symptoms", so they presented to an hcp on (B)(6) 2019. The hcp administered glucose injection, paracetamol, and an additional unspecified medication for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer was unable to receive blood glucose readings on their adc meter, due to error code. The customer was tired and experiencing "typical hypoglycemic symptoms", so they presented to an hcp on (B)(6) 2019. The hcp administered glucose injection, paracetamol, and an additional unspecified medication for treatment. There was no report of death or permanent impairment associated with this event.